Event description:
An elevated advia centaur xp troponin ultra (tni-ultra) result was obtained on a patient sample. The patient sample was tested again and the result was higher . The patient sample was tested a third time and the result was lower. Repeat testing was performed on another instrument and the result was similar to the initial value. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse replaced the aspirate wash probe guides and checked the wash separation parts for clean dispense and correct aspiration. The sample and all reagent probe positions were confirmed. Reagent probe 2 was lowered two steps. Quality control was in range. No conclusion can be drawn. The instrument is performing within specification. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."